Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose due to insulin pump went off. The customer's blood glucose was over 600 mg/dl. The customer also suffered from diabetic ketoacidosis. The insulin pump had post-reset alarm and power loss alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08710 inches. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected pump error 23 alarm, power loss alarm, low battery alarm, or battery failed alarm noted during testing. (B)(4).